Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver wire broke while being used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The instrument was inspected prior to use. There was no damage out of the ordinary. There was instrument collision. No issues with the opening, closing, pitch or yaw motion of the grips. No fragments fell in the patient.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed pitch cable at the distal end. The complaint was confirmed by failure analysis.